Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: there is insufficient or unconfirmed product/event information. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted colorectal procedure, the patient had an allergic reaction to the medical diagnostic dye (i.e. Icg) and went into anaphylactic shock, requiring intra-operative intervention. The cause of the operative complication is unknown.

Event description:
It was reported that during an unspecified da vinci-assisted colorectal procedure, the patient had an allergic reaction to the medical diagnostic dye indocyanine green (icg) and went into anaphylactic shock, requiring intra-operative intervention. Details regarding the medical intervention rendered were not provided. Intuitive surgical, inc. (Isi) has made multiple attempts to contact the surgeon to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained.